Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received. Claim letter does not indicate if its asr or pinnacle. No date of revision has been reported. An unknown depuy hip will be added to the complaint, but not reported at this time. Update rec'd 7/12/2016,7/20/16,- legal claim received. Due to specific medical details, the contents have been reviewed by a medical professional. **after review of the medical information provided in claim letter for MDR reportability, in addition to what was previously reported, the letter alleges that the patient had pain, elevated metal ion levels, effusion, inflammation, and metallosis. Also reported was that cup was revised due to liner being unable to be removed. The letter provides part, doi and dor. Complaint updated: 08/08/2016.

Event description:
Update jun 26, 2017: litigation received. In addition to what was previously alleged, litigation alleges discomfort, friction and wear between the cobalt-chromium metal head and liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. This complaint was updated on jun 30, 2017

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.